Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading was 65 mg/dl. Customer reported that the issue remained unresolved after the battery was changed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, low battery, batt out limit and failed batt test alarms during testing. Unit passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.